Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine months post implant that an alert was triggered a few days ago for high rv (right ventricular) coil impedance on the right ventricular (rv) lead. It was also noted that this spike in impedance was the first time that all of the impedances have shown a simultaneous spike. This was suspected to be caused by patient condition and it was suggested to increase the rv coil impedance upper limit to avoid further alerts. The rv lead remains in use. No patient complications have been reported as a result of this event.